Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 65 year old male with an impella 5.5 due to cardiomyopathy. During support, there was an arterial placement signal drifting/low. There was no patient harm. The patient remains on support.

Manufacturer narrative:
Additional information received for d6 explant.

Manufacturer narrative:
The investigation was completed. Investigation summary: placement signal issue: the clinical details state that approximately 21 days into support, the ao signal was drifting and low. Due to a lack of sufficient clinical details, no data logs provided and no product returned, the cause of the placement signal issue cannot be established.